Manufacturer narrative:
According to the customer, the autopulse platform involved in the complaint was not removed from service after the incident and was used again shortly after. The autopulse platform has been functioning properly since then. Therefore, the customer has decided not to return the autopulse platform to zoll for investigation.

Event description:
Upon being dispatched to a cardiac arrest at a residence, the customer deployed the autopulse platform (sn (B)(6) to provide automated CPR to the patient. After delivering five compressions, the autopulse stopped, displaying a message of "realign patient" and "pull up lifeband". The crew realigned the patient, ensuring the yellow identification marker was visible under the patient's armpit, but the autopulse would not restart. Despite four more attempts to adjust the lifeband and inspect the patient's positioning, the lifeband failed to retract and function. Consequently, the ems crew reverted to manual CPR. No consequences or impacts on the patient. After the call, the customer inspected the autopulse platform and lifeband, which revealed no visible damage or issues. The customer mentioned that the issue might have been due to user error or a problem with the lifeband, but it's difficult to determine since the lifeband used at the time was discarded.